Event description:
The hcp reported the pt had been experiencing nausea and flu like symptoms 1 weeks before refills. The hcp treated the pt by instituting earlier refills. The pt outcome was not reported.